Event description:
Customer reportedly obtained results of 280 mg/dl, 185 mg/dl, and 85 mg/dl on the same device within 10 minutes. No action was taken based no device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.